Event description:
It was reported that the case involved the left renal artery (off label use). The stent was positioned at the lesion; however, it was felt that the chosen size was too short. Upon removal of the stent, slight resistance was felt in the guiding catheter and the stent was noted to be missing after it was removed from the pt. The stent was retrieved from the pt and another stent was successfully deployed. The pt outcome was good.